Event description:
Additional information received reported the condition has been resolved and the patient will return for further follow up to monitor visual results.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with 2+ diffuse lamellar keratitis (dlk) in the right eye two days post lasik. An oral steroid was prescribed and topical steroid dosage was increased. The patient did not have any complaints. Additional information received stated the dlk was still present on day six. The patient is on max medication dosage. Flap lift and rinse was performed. The patient will resume normal follow up routine. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.